Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. The customer did not have supplies at the time of call; therefore, customer reverted to manual injections for insulin therapy. Upon follow up, customer declined to speak with tandem technical support to resolve the issue. Customer's blood glucose level was 171 mg/dl.